Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. The fluid leak was discovered when the patient was removing the cassette from the cycler. Prior to discovery of the fluid leak, there were multiple alarms that occurred: an ¿m31 air detected in cassette¿ alarm and an ¿m83 pump a vs b volume error¿ message. The m31 alarm reportedly occurred in drain 3 of 4, and the m83 error occurred in fill 4. The cause of the fluid leak was unknown. The patient confirmed that fluid had come in contact with the cycler. The fluid leak was discovered after the ¿treatment complete ¿ step 9 - remove cassette¿ stage. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient stated they would perform an alternate method of treatment. There were no reported adverse effects or injuries as a result of the event. The patient was advised to notify their pd nurse of the replacement. No further details were provided during the call. Multiple attempts have been made, and thus far, no further details have been provided.